Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 07/15/2014. Evaluation showed issue could not be duplicated however notes states joystick tested fully functional, foreign substance around mode switch. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised end user will turn to the right and joystick will cause the chair to jerk and stop with no error codes. End user was stranded. Dealer advised that he tried another joystick and the chair worked fine but when he put end users' joystick back on the chair, he had the same issue. No injury, dealer could not provide any further information.